Manufacturer narrative:
A steris field service technician arrived onsite, inspected the unit, and identified chafing on the spray arm and rack due to a damaged o-ring. The unit's recirculation pump impeller also required replacement but this was unrelated to the reported event. The technician made the necessary replacements to the unit, tested the unit, and confirmed it to be operating according to specification. The unit was returned to service. Section 4 of the operator manual for the reliance genfore washer/disinfector states, "important: good hospital practice dictates all instruments be inspected for visible debris after processing in the reliance/hamo genfore washer/disinfector. Any instrument with visible debris must be rewashed until clean and free of visible debris prior to terminal processing. Failure to reprocess until all visible debris have been removed may impede the terminal processing." Additionally it states, "replace chamber top spray arm o-ring [annually]." The technician discussed proper maintenance procedures for the reliance genfore washer/disinfector with the user facility. The unit was installed on (B)(6) 2012 and is not under steris contract agreement for maintenance.

Event description:
The user facility reported finding microscopic metallic particulates on surgical instruments after processing in their reliance genfore washer/disinfector. A surgeon inspected the instruments prior to use in a patient procedure and cleaned the instruments of the particulates and prior to beginning the procedure no report of injury or procedural delay or cancellation.